Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a scheduled breast surgery, a surgeon noticed a residue on a mentor memorygel xtra breast implant 755cc gel breast prosthesis. The residue was also seen on the inside of the device¿s packaging. The surgeon examined the device further and observed a fingerprint on it. The procedure was completed with another unspecified breast prosthesis. There was a procedural delay of less than five minutes. There was no reported patient consequence.

Manufacturer narrative:
On 03-jan-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-mar-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a surgeon noticed a residue on the breast implant. The residue was also seen on the inside of the device¿s packaging. The surgeon examined the device further and observed a fingerprint on it. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined an irregularity in the patch area of the breast implant, measuring approximately 1.8 cm in length. In addition, the implant was received without packaging. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. While this complaint was initiated for a residue on the implant, through the assessment it was identified to be a defect on the patch that can occur at the vulcanization step as part of the manufacturing process, which will not impact the device functionality. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings code c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).